Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that patient stated before the holiday they noticed their stimulator was not working the same. Patient said it was not vibrating the way it was and the symptoms of increasing the frequencies were increasing. Agent asked if patient was having a return of symptoms and patient said they were not feeling it like it was. Patient mentioned they had increased stimulation a couple times over the weekend and it was still not helping. Agent walked patient through changing programs. Patient was on program 4 at 0.7 and increased to 1.7 but did not feel anything. Patient changed to program 5 and was able to feel a little vibration but it was faint. Caller mentioned that they did have a fall around the same time they started to not feel the stim. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.